Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 136 mg/dl (ss) and 236 mg/dl (hcp) respectively (42% difference). Control solution test result (102) was in range (90-135). No symptoms were reported. There was no allegation of harm.